Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failed sensor and an adverse event was reported. The sensor was inserted in to the leg, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother stated the patient had a seizure at 3:20am on (B)(6) 2019 where they were found in bed moaning and could not move and talk. When she looked at the dexcom it showed sensor failure. She indicated that the sensor had failed on (B)(6) 2019. They called the doctor and he provided them with instructions to asses if they needed to go to the emergency room (ER) in which they did not have to; however, they had scheduled an appointment to see their endocrinologist that week. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.